Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "factors predicting through-the-scope gastroduodenal stenting outcomes in patients with gastric outlet obstruction: a large multicenter retrospective study in (B)(6)" the literature reported the result of 278 patients with malignant gastroduodenal obstruction of through-the-scope gastroduodenal stenting procedure using the olympus "gif-1t240" or "gif-2t240" or "tjf-240" or "tjf-260" between 2009 and 2014. In the literature, it was reported complication as follows; death (3 cases). Stent dysfunction (46 cases). Jaundice (24 cases). Hyperamylasemia (3 cases). Aspiration pneumonia (3 cases). Pancreatitis (2 cases). Bleeding (11 cases). Early period perforation (1 case). Late period perforation (5 cases). There is no mention that the subject device was related to death, and there is no mention that it was related to other complications. Though, omsc assumes that the "early period perforation" might be related to the subject device. Therefore, omsc assumes that the "early period perforation" was an adverse event to submit. Based on the available information, specific information on the subject device and the patients were not provided. There is no description of the device's malfunction. Omsc will submit one medical device report (MDR) of the subject device for the "early period perforation".